Event description:
Customer reported device = 412 mg/dl at 9:30 am. Customer took 2 pills of a diabetic medication. At 12:15, customer still had a headache. Customer took 2 more diabetic pills. At 12:15, paramedics device = 93 mg/dl. Customer stated also receiving a chest x-ray and an EKG at the hospital. Control information was not provided. A request was made for return product and replacement product was sent.